Event description:
It was reported that the patient presented in clinic for follow up. Review of x-ray revealed that the left ventricle (lv) lead dislodgement. No changes or intervention were reported. The patient was in stable condition.

Event description:
New information received notes that the physician elected to explant and replace the lv lead.

Manufacturer narrative:
Product not returning previously reported d6a should have been (B)(6) 2022 rather than (B)(6) 2021. Previously reported d6b should have been (B)(6) 2022 rather than (B)(6) 2022.

Manufacturer narrative:
Correction: previously reported g3 should have been 28/07/2022 rather than3/08/2022.

Manufacturer narrative:
Correction: b5 patient condition.

Event description:
New information received notes that the patient condition was stable.